Event description:
A patient reported experiencing inaccurate erratic results with a fastatke meter. The patient's blood glucose results were 9.0 versus the lab's 6.0mmol/l. Tests were done within 10 minutes. Patient did not experience any adverse events. No further information has been reported.